Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The customer stated the device had a black screen flashing on and off. The battery was changed and the blank display continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic and motor assembly.